Event description:
Device reached eos and was explanted. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
It was reported that this device was subjected to an MRI. However, for this product there is no MRI mode available. For this analysis result the MRI therefore represents off-label usage of the device. The manufacturers analysis report has been corrected to reflect this new information. Upon receipt, the device interrogation revealed the eos battery status, confirming the clinical observation. The eos state was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.09 v revealed a charged battery. The memory content of the device was inspected. One episode was recorded by the device on june 6th, 2018 at 11:22 h, which, however, was not saved to the episode holter as a result of the eos activation during this episode. During inspection of the corresponding iegm noise was observed in the ventricular and far-field channels. The frequency and morphology of the sensed signals of the episode can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. Indeed analysis showed that the ICD detected MRI fields on june 1st, 2017 at 18:29 h as well as on june 6th, 2018 at 10:47 h and 10:48 h. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from an MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. Thorough analysis, the ICD did not reveal any indication of a device malfunction.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, confirming the clinical observation. The eos state was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.09 v revealed a charged battery. The memory content of the device was inspected. One episode was recorded by the device on (B)(6) 2018 at 11:22 h, which, however, was not saved to the episode holter as a result of the eos activation during this episode. During inspection of the corresponding iegm noise was observed in the ventricular and far-field channels. The frequency and morphology of the sensed signals of the episode can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. Indeed analysis showed that the ICD detected MRI fields on (B)(6) 2017 at 18:29 h as well as on (B)(6) 2018 at 10:47 h and 10:48 h. The MRI mode of the ICD was not activated. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. Thorough analysis, the ICD did not reveal any indication of a device malfunction.